Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the hooks. No damage found on conductor wire. Initial findings were confirmed. The instrument was confirmed to fail the continuity test. The distal clevis ear and conductor cap was removed from the distal end to examine the conductor wire at the yaw pulley. Upon doing so it was found that the conductor wire was broken at the yaw pulley. The wire was fully broken.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the permanent cautery hook instrument was not working. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no arcing observed prior to the procedure.